Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient experienced a leaking sterile stay safe cap during treatment. Upon follow upon the peritoneal dialysis registered nurse (pdrn) could not confirm the reported event since the patient did not report the event to the clinic. The pdrn also could not confirm which phase of treatment the leak occurred as well as if the cap was connected to the transfer set. The pdrn stated that the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The pdrn stated that the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, however could not confirm if the patient was able to complete peritoneal dialysis treatment. The pdrn confirmed that the patient is continuing with peritoneal dialysis on the cycler without issue. The sterile stay safe cap used by the patient was discarded and is not available for return for physical evaluation by the manufacturer. Additional information was requested, however it was not available.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all sterile stay safe caps shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a peritoneal dialysis (pd) patient experienced a leaking sterile stay safe cap during treatment. Upon follow upon the peritoneal dialysis registered nurse (pdrn) could not confirm the reported event since the patient did not report the event to the clinic. The pdrn also could not confirm which phase of treatment the leak occurred as well as if the cap was connected to the transfer set. The pdrn stated that the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The pdrn stated that the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, however could not confirm if the patient was able to complete peritoneal dialysis treatment. The pdrn confirmed that the patient is continuing with peritoneal dialysis on the cycler without issue. The sterile stay safe cap used by the patient was discarded and is not available for return for physical evaluation by the manufacturer. Additional information was requested, however it was not available.